Event description:
Customer's father called in to report that the insulin pump alarmed for battery out limit. The customer was unable to clear the alarm. Blood glucose reading at the time was 140 mg/dl. Customer also mentioned the insulin pump has unresponsive buttons. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received intermittent button response due to corroded keypad traces, minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.